Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a continuous glucose monitor (cgm) failure displayed on their pump on (B)(6) 2016. No injury or medical intervention was reported.